Event description:
It was reported that the customer had low blood glucose levels of 30 mg/dl. The wife reported that the customer treated with juice, glucose tablets and a cookie. The customer declined to troubleshoot. The customer was advised to monitor the issue and call back should the issue persist. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.